Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited intermittent under sensing. The icm maximum sensitivity and sense refractory period were reprogrammed. The patient had no consequences.